Manufacturer narrative:
External insulation abrasion was noted at 9.5-10.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.5-10.4cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 10.2-12.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.